Event description:
It was reported that the customer was hospitalized on three occasions for high blood glucose levels. He was hospitalized (B)(6) 2014. Prior to the second hospitalization, the customer received multiple no delivery alarms from his insulin pump. His blood glucose was 162 mg/dl. He attempted to bolus using his insulin pump and his blood glucose levels did not go down. He manually injected 3 units of insulin. He began vomiting at his doctor's office and was advised to go to the emergency room. When he was admitted to the emergency room on the second occasion, his blood glucose reading was 600 mg/dl. He was not experiencing diabetes ketoacidosis. He was diagnosed with fester disease and went back for a third hospitalization, but it was found that his blood sample had been contaminated. The product was not returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).